Event description:
It was later reported by a lawyer representing the patient that the patient experienced bodily injuries.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) had high impedance due to a right ventricular (rv) lead fracture. It was also reported that the lead had varying thresholds to no capture, and also there was report of oversensing with short ventricle-to-ventricle intervals. During the procedure, the helix would not retract, therefore, the lead was capped and replaced. The patient expressed feelings of being "worried and anxious" about the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was later reported by a lawyer representing the patient that prior to the lead revision the device was "beeping." Interrogation revealed a lead integrity alert was triggered due to the rv lead oversensing p waves. The sensitivity was reprogrammed and the lead remained in use.